Event description:
Postoperative diagnosis: mechanical problems with right total hip replacement. Modular head removed as well as acetabular component and liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition unknown.

Manufacturer narrative:
An event regarding revision surgery involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: while the exact cause of this event could not be determined based on the information available, it is noted that the patient has a bmi of (B)(6) which is clinically obese. A review of the IFU indicated that the device should not be implanted in obese patients because additional loading may lead to loss of fixation or device failure. . Further information such as x-rays. Operative notes as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
Postopertive diagnosis: mechanical problems with right total hip replacement. Modular head removed as well as acetabular component and liner.